Event description:
It was further reported that approval for a device change was requested, with the intent to change to a rechargeable device. The patient was pending insurance approval; a revision will be scheduled when approval occurs. The patient was back on pharmacological treatment. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was reported the patient experienced a loss of stimulation and it was observed that the device had displayed an estimated replacement indicator (eri) 11 months after implant. Longevity calculations were performed for this case and it was reported, based on the patient's settings without group impedances, the longevity should be 29 months. It was also estimated that the longevity would result in 11 months if the group impedance was 100 ohms and the leads were positioned correctly at 2.1 volts. The electrode pairs 0-8 and 6-14 were reportedly measured to be less than 50 ohms, which was suspected to be due to leads being crossed. X-rays were also taken which showed the electrodes were in very close proximity of each other. It was reported this was probably the cause of the short which could explain the early eri. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).